Manufacturer narrative:
A ge svc rep performed an onsite investigation. The vertical lift power supply was replaced. The sys was then found to be operating as intended.

Event description:
The customer reported that the sys no longer boots up but instead, shuts down. There is no report of pt injury associated with this event.